Event description:
It was reported that the balloon could not be deflated. During a polarx cryoablation procedure, a catheter was selected for use. According to the customer, the catheter was prepared correctly, but they were unable to deflate the balloon, so it was replaced. Most questions could not be answered by the customer, as they wanted to proceed quickly with the procedure and simply stated that the balloon could not be deflated. The device was replaced, and the procedure was completed successfully with no patient complications. The catheter cannot be returned because, unfortunately, the care provider had already discarded it.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.